Manufacturer narrative:
A4-a6:unk. Secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and angle closure with elevated iop. The lens was removed later that day.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge tube. Visual inspection found an haptic broken lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).